Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high and unstable thresholds while placed in several positions intra-operatively. It was also noted that the lead was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.